Event description:
It was reported that there was high and inconsistent superior vena cava (svc) coil impedance observed in the right ventricular (rv) lead. The svc coil of the rv lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was further noted that a patient alert for svc lead impedance greater than 200 ohms was triggered on (B)(6) 2012. The weekly high voltage trend data shows an increase for right ventricular pacing impedance equal to 61 to 3,584 ohms range between (B)(4) 2012. (B)(4).